Event description:
During evaluation of a returned a novum iq large volume pump had ¿broken screen¿. The pump display was not readable due to large blacked out areas. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) h11: the device was received for evaluation. During the evaluation, the device had a broken screen, and the pump display was not readable due to large blacked out areas. Upon moving the pump, a rattling sound was heard. After case separation, several mechanical mounting screw holes were found to be broken. The cause was identified to be the front panel assembly which requires replacement to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.